Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that immediately following intubation of the patient with a smiths medical portex® endotracheal tube, air came out of the cuff. There were no reported adverse patient effects.